Event description:
It was reported that the patient experienced a strong shock while sitting on the couch and a mild shock while bending to put on socks. She also had a "sharp pain into her private, pelvic area." The device worked well to control her symptoms. Further information is being requested from the hcp.